Event description:
A malfunction alarm was reported, identified by code malf 0. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer did not experience the recurrence of the malfunction code after resetting the pump with assistance from technical support and was instructed to continue using the pump.